Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump froze during insulin delivery, it shut down. Battery was removed and replace and it alarmed button error and it was buzzing with no vibration. The device was going into siren mode. Customer was pregnant. Customer's blood glucose was 125 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was tested with a test keypad and no frozen display was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.